Event description:
Consumer's attorney alleges his client was using a heating pad while sleeping and that the auto-off feature did not function. His client awoke to find a third degree burn to her buttocks which required medical treatment.

Manufacturer narrative:
Consumer's attorney states his client fell asleep while using a heating pad which is a direct violation of the instructions and warnings provided with sunbeam heating pads.